Manufacturer narrative:
(B)(4). This report was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the (B)(4) was not determined. The lot number is unknown; therefore, a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
The home patient (hp) contacted (B)(4) regarding a system error (se) 2240 alarm which occurred on the homechoice (hc) during drain. The technical service representative (tsr) explained se 2240 indicates air entered the set up. The tsr advised the hp to close all clamps to bags and patient line. The tsr further advised the hp to cycle power to clear the alarm. The hp confirmed to start over with new cassette and bags. The tsr reviewed proper procedures per the user manual with the hp. On (B)(6) 2011 product surveillance spoke with the hp who stated she did not know how the air may have gotten in the lines. The hp did not note anything unusual with the supplies. The hp stated she would notify the nurse. The hp stated she had continued therapy without any other issue. There was no injury or medical intervention reported.